Manufacturer narrative:
Device evaluated by MFR: the complaint device f/g,promus element plus,mr,ous 2.50x24mm stent delivery system (sds) was returned for analysis broken into two sections due to a shaft break. A visual and microscopic examination of the crimped stent found stent damage. The 3 most distal stent strut rows appeared undamaged. The remainder of the stent was damaged and the proximal end of the stent was bunched distally along the balloon. The balloon cones were reviewed and the balloon cones were slightly misshapen due to the bunching of the stent. The balloon wings were still folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple sites of bunching and accordioning along the full length of the inner and outer shaft polymer extrusion and a shaft polymer extrusion break 1mm distal from the proximal end of the port bond. A guidewire was returned with the device, diameter of guidewire measured. It was stuck in the inner lumen of the device. The device was soaked in waterbath at 37 degrees for 24hrs to remove any hardened medium which was not visible but may have been present. After soaking an attempt was made to remove the guidewire from the device however the guidewire would not move. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the right femoral artery. The 2.5x24mm, 90% stenosed, concentric, de novo target lesion with ejection fraction of 60% was located in the moderately calcified proximal left circumflex (plcx) artery. After placing a guide wire, a 2.50x24mm promus element¿ plus drug eluting stent (des) was advanced to treat the lesion. However, the device was stuck over the guide wire. The procedure was then completed with another of the same device. No serious injury was reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the right femoral artery. The 2.5x24mm, 90% stenosed, concentric, de novo target lesion with ejection fraction of 60% was located in the moderately calcified proximal left circumflex (plcx) artery. After placing a guide wire, a 2.50x24mm promus element¿ plus drug eluting stent (des) was advanced to treat the lesion. However, the device was stuck over the guide wire. The procedure was then completed with another of the same device. No serious injury was reported and the patient's status was stable.